Manufacturer narrative:
The field service representative performed an adjustment of the photomultiplier tube high voltage. He checked the syringe seals, rinse station volumes, and changed pinch tubing. The issue was solved after this service activity. A specific root cause could not be determined based on the provided information. The high ft4 results indicate an issue with capturing of reagent microparticles or reagent pipetting. A reagent pipetting issue is unlikely since only one analyzer cell was affected.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for free thyroxine (ft4) on an e602 analyzer. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 30.1 ng/l. The sample was repeated twice, resulting as 14.6 ng/l and 15 ng/l. The patient was not adversely affected. The ft4 reagent lot number was 15822300. The reagent expiration date was asked for, but not provided. A liquid flow cleaning was performed on the analyzer in order to resolve the issue. The reagent pack was changed and it was stated that everything was ok after this. Later on 07/05/2016, it was stated that the same issue occurred again. No specific data was provided with regards to this second occurrence. The field service representative checked the gear pump pressure and ran performance testing. Performance testing was said to be ok.